Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to preparation of the 3.0 x 8 mm nc trek, an attempt was made to remove the protective sheath, but the sheath could not be removed. The device was not flushed or used in the anatomy. A new 3.0 x 8 mm nc trek was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported difficulty removing the protective sheath was not confirmed. During analysis, it was noted that the orientation of the sheath on returned device was incorrect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history of the complaint lot did not indicate a lot specific quality issue. Av conducted an investigation and determined the reported difficulty removing the protective sheath and the noted wrong sheath orientation on the returned device appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed report, the following information was provided: the mandrel was removed and then the device was flushed; however, the sheath could not be removed. No additional information was provided.